Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("lower pelvic pain around the bottom of her vagina/ pelvic pain/ pain in uterus spreading outward on both sides") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia since 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("mild cramps at essure insertion procedure"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and procedural pain had resolved. The reporter considered pelvic pain and procedural pain to be related to essure. The reporter commented: this patient had the essure placed without difficulty on (B)(6) 2012. Her evaluation was negative, other than essure. As we discussed this she decided to have a hysterectomy and removal of essure. This was done on (B)(6) 2016. She has felt better since, with resolution of her pain. Diagnostic results (normal ranges are provided in parenthesis if available): eosinophil count - on an unknown date: elevated. Pregnancy test urine - on (B)(6) 2013: negative. Her evaluation was negative, other than the essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known. Possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-may-2017: new reporter was added (medically confirmed), the case was upgraded to incident since intervention was required (hysterectomy and removal of essure), outcome of event was recovered. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) inserted and approximately 4 years and 8 months later she experienced pelvic pain around the bottom of her vagina/ pelvic pain/ pain in uterus spreading outward on both sides. The patient was submitted to a hysterectomy and removal of essure and she recovered from the pain. Pelvic pain is anticipated according to the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation for this pain was found, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical device removal was required. A product technical analysis update is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("lower pelvic pain around the bottom of her vagina/ pelvic pain/ pain in uterus spreading outward on both sides") in a (B)(6) female patient who had essure (batch no. A66674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia since 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("mild cramps at essure insertion procedure"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and procedural pain had resolved. The reporter considered pelvic pain and procedural pain to be related to essure. The reporter commented: this patient had the essure placed without difficulty on (B)(6) 2012. Her evaluation was negative, other than essure. As we discussed this she decided to have a hysterectomy and removal of essure. This was done on (B)(6) 2016. She has felt better since, with resolution of her pain. Diagnostic results (normal ranges are provided in parenthesis if available): eosinophil count - on an unknown date: elevated, pregnancy test urine - on (B)(6) 2013: negative, her evaluation was negative, other than the essure. Most recent follow-up information incorporated above includes: on 7-jun-2017: quality safety evaluation of product technical complaint. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.